Event description:
The patient stated that she had two power packs of her infusion device deplete within a couple of days. She also stated that the device failed to give her an e2 (power pack depleted) and an a2 (low power pack warning). The patient noticed that the infusion device shut down when she went to give herself a bolus for elevated blood glucose. Her blood glucose elevated to 590 mg/dl. The patient's blood glucose is not typically over 120 mg/dl. The patient reported high blood glucose symptoms of convulsing and being very disoriented. The patient was able to switch out the power pack and administer a bolus through her infusion device to bring her blood glucose down. No medical attention was necessary. The patient discarded the product, so no product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.